Event description:
The customer reports observation of an erroneous atellica im anti-hepatitis b surface antigen 2 (ahbs2) result which was discordant relative to repeat testing. The initial result for this patient (tested (B)(6) 2025) was strongly reactive. When a new sample was drawn and tested in (B)(6), a nonreactive result was obtained. This was reproduced in repeat testing of this sample, and the nonreactive result was accepted as correct. When the original sample (from (B)(6) was re-tested to investigate, it again produced a very strongly reactive result. There are no allegations of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an erroneous atellica im anti-hepatitis b surface antigen 2 (ahbs2) result which was discordant relative to repeat testing. Siemens is investigating. Note: for section g3 / g4, PMA/510(k) number = p100039-s005_p100039-s016.

Manufacturer narrative:
A customer from outside the united states reported observation of a false positive atellica im anti-hepatitis b surface antigen 2 (ahbs2) result which was discordant relative to repeat testing. Update, 27-jan-2025: siemens has concluded the investigation. The customer reported multiple observations of discordance involving multiple ahbs2 product lots. [Other events reported separately to FDA.] Siemens investigation included a comprehensive review of reagent and instrument performance. Reagent-related issues were ruled out on the basis of demonstrated quality control (qc) and a review of current assay performance. No issues were identified with qc or other patient samples in the timeframe of the reported discordance. Testing for potential interferents, including heterophilic antibodies (hbt or nabt), was not performed by the customer. The original patient samples were not available for testing by siemens, and the customer declined to provide additional clinical or analytical information. As a result, siemens was unable to perform additional investigative testing. Based on the available information, a specific cause for the observed discordance could not be determined. The customer is operational, and no evidence of a systemic reagent- or instrument-related issue was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.